Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners are causing their teeth to move improperly and damage to their teeth. They are seeking dental care from a dentist/orthodontist to repair the damage. Gathering information, provided information on aligner fit, hh&t tips and requested additional information.